Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Manufactured march 12, 2016 ¿ march 14, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing no solution in the bladder. A visual inspection was performed with the naked eye and there were no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit and the flow rates were found to be within specification. Evidence of continuous flow was observed during the functional flow rate test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred with a small volume folfusor. The infusion took 72 hours to complete instead of 48 hours. The folfusor contained fluorouracil. The fill volume was 96ml. There was no patient injury or medical intervention associated with this event. No additional information is available.